Event description:
It was reported to boston scientific corp that a pt was observed to have a third degree burn, several days post hta procedure in which a hydrothermablator procedure set was used. The day of the procedure, the pt was pre-treated with toradol (60mgs) and dilated to 8mms. The IV pole was adjusted to the right height. The pt was given mac anesthesia through IV sedation. A tenaculum stabilizer and speculum were placed. During the hysteroscopy phase of the case, the pt moved slightly. The physician continued with the procedure, when about 5 minutes into the ablation phase, the pt moved again and there was a 1cc loss alarm. The scope never came out of the pt's cervix. The physician observed some saline coming out of the cervix, no burn anywhere on the pt was observed. The physician could not keep the pt sedated and aborted the case. Six days post procedure, the pt was seen by the physician. The pt's left labia and a third degree burn, it was approx 3 quarters in length and 1/8 of an inch in width. It was treated with silvadene cream and vicodin for the pain.

Manufacturer narrative:
The lot number of the device is unk, consequently, the device mfg and expiration dates are unk. A ship history was performed resulting in one probable lot number. A DHR review on the probable lot did not yield any manufacturing related issues which would contribute to this event. The product was not returned for analysis. A review of the labeling was performed which includes the dfu/users manual. The hta users manual states that thermal injuries are a potential adverse event associated with the use of hta. The hta user's manual also contains warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. The manual also references the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the pt. This event is classified as an anticipated procedural complication.